Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13120g-2 depth gauge tip snapped off. Another depth gauge from a mini cfs set was used to complete the case. This was discovered during an orif distal radius on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The distal tip of device is broken per complaint. Due to the device not being returned the cause cannot be verified. Broken tips are indicative of excessive force on the end of the device. Complaint was confirmed.